Event description:
Procedure type: gynecological/urological. According to the reporter: the pt underwent treatment for pelvic organ prolapse, stress urinary incontinence and other symptoms. Allegedly, the pt experienced pain, injury, and has undergone corrective surgery.

Manufacturer narrative:
(B)(4).